Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 31jul2019. The product support engineer (pse) troubleshot this issue with the customer over the phone and provided the latest revision of the service manual which addresses the action required for 1102 error code. The customer later reported that the speaker assembly was replaced which resolved the problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator generated an error code 1102 (primary alarm failure). There was no patient involvement.